Event description:
It was reported that the pump had latch and lock issues. The event occurred during testing and there was no patient involvement and harm.

Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The latch lock test was performed and the device failed. The latch flex sensor was replaced. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.